Event description:
It was reported that the customer called the paramedics. The current blood glucose is 225 mg/dl. Customer was taken to the hospital due to low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.